Event description:
It was reported that the customer had high blood glucose levels of 547 mg/dl. The customer reported that the insulin pump was not delivering insulin. The customer reported that the issue was resolved by a complete infusion set change. The customer declined to troubleshoot the high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).